Event description:
During the implant procedure, while using the medtronic catheter passer, a vein was punctured and the patient experienced bleeding. Physician located the bleed and ligated the vessel to stop the bleeding. This resolved the issue.